Manufacturer narrative:
End date of survey results used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a post market clinical follow-up survey on the freestyle bioprosthesis. Adverse events that were stated as related to the procedure but not directly to the device: major hemorrhage. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.